Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional peripheral angioplasty procedure on (B)(6) 2013. Access was obtained at the upper 2/3 of the right common femoral artery using a 7f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. It was noted that the patient had stenosis of the renal artery. The patient had a bilateral renal artery stent placement with "anatomically excellent" results at completion. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician reported that he shuttled down to deliver the sealant, laid the device down for 30 seconds and noticed bleeding at the access site. The physician picked up the device, withdrew the sheath and held the advancer tube for 30 seconds with a "rail" on the device controlling the bleeding. The physician deflated the balloon and removed the device. No blood was coming out from the advancer tube, but the access site was bleeding and a hematoma (size of a quarter) was noted. Manual compression was applied to the access site for 45 minutes at which time the hematoma was resolved. An ultrasound of the patient's groin was performed which ruled out a pseudoaneurysm. The patient was admitted to the hospital as originally planned not mynx device/mynx procedure related. On (B)(6) 2013, a non-invasive doppler ultrasound of the arterial lower extremity was performed which revealed trickle flow in the right posterior tibial artery with patency of the other trifurcation vessels. The patient was discharged from the hospital on (B)(6) 2013. On (B)(6) 2013, the patient was admitted to the hospital due to having pain in her right lower leg. The patient felt pain in her leg on exertion not during rest. The patient was placed on lovenox. The physician accessed the patient's left common femoral artery (cfa) with a micro puncture needle which was inserted into a 6f sheath (model unknown) and advanced into an mp catheter (multi-purpose catheter ) over the horn. An angiogram of the right leg was performed via a catheter which showed an occlusion at the peroneal bifurcation. The physician then exchanged the 6f sheath to a 7f destination sheath (model unknown). The physician did multiple passes with a 7f multi-purpose guide catheter and removed the alleged "sealant" (material). A post procedure angiogram demonstrated that the flow was restored. The sheath was sutured in the left cfa and withdrawn from the tissue tract two hours later. The patient was placed on heparin. An invasive doppler ultrasound of the arterial lower extremity was performed which revealed trickle flow in the right posterior tibial artery with patency of the other trifurcation vessels. The physician reported that it is presumed that the patient suffered arterial embolization on the ipsilateral side as the percutaneous sheath was being placed for the renal interventional angioplasty. The patient was discharged from the hospital on (B)(6) 2013. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.